Manufacturer narrative:
(B)(6). Further information was requested but unable to obtain. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received the elective replacement indicator message. Manufacturer representative confirmed the ipg is reaching end of life.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis, however programming and stimulation parameters were provided. A longevity estimation calculation was performed based on the returned data which determined the estimated longevity is consistent with the device reaching normal end of service. Based on the information received, the issue is attributed to normal battery eri/eol. Hence, this does not meet the reportability criteria.

Manufacturer narrative:
Type of reportable event was updated to serious injury.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was confirmed post operatively.